Event description:
A report was received that a patient is having issues keeping their ipg charged. The patient's database was analyzed and the device exhibits premature battery depletion. The patient's ipg will be explanted.

Event description:
A report was received that a patient is having issues keeping their ipg charged. The patient's database was analyzed and the device exhibits premature battery depletion. The patient's ipg will be explanted.

Manufacturer narrative:
Additional information was received that the patient underwent ipg replacement and was doing well following the procedure. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of frequent/difficulty charging was confirmed. The analog ic was damaged. The battery depletion rate with stimulation off measured per day, exceeds the typical battery depletion rate. The damage resulted in the rapid battery depletion rate of the ipg. Root cause of the damage is unknown.